Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.